Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the contacts on the patient¿s lead came off inside the patient¿s body and was confirmed through x-ray. The physician decided that no further course of action will be taken for the dislodged contacts since the patient's stimulation was still adequate.